Event description:
It was reported that the customer's insulin pump had a frozen display during dual wave. Previously, insulin squirted out and troubleshooting was performed. After receiving a tubing clamp, the high pressure test was attempted to perform, but the frozen display continued. The blood glucose reading was 16.2mmol/l. It was stated that the buttons were responding. Advised the customer that the insulin pump is functioning as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.